Manufacturer narrative:
This report could not be submitted within 30 days due to technical issue on making new registration for webtrader account.

Event description:
The dental implant, fx4310mlc in tooth location 18 was removed on (B)(6) 2016 due to loss of osseointegration 6 years and 10 months after implantation. The doctor indicated that the patient's bone condition and infection caused the implant removal. The patient did not have any medical history. The patient has recovered without any complication.